Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered during the patient¿s pd treatment. In addition to the fluid leak, the contact stated there was an m31 air detected in cassette alarm which occurred during drain 4 of 5. The fluid was found inside the cassette compartment of the patient¿s liberty select cycler. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact stated the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient was able to complete pd therapy using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the replacement cycler was received. The old cycler was returned to the manufacturer for physical evaluation. However, the cycler set was discarded and not available to be returned to the manufacturer.